Event description:
A problem exists with a series of CPAP masks mfg by respironics inc. These masks are widely used in hosps and homes for CPAP and bi-pap therapy to treat sleep disordered breathing. The primary problem with these masks is that they do not have a built in venting system. This poses the risk that someone will assemble the breathing circuit without attaching a vent. Ie. It is possible to assemble the breathing circuit without the use of a vent, thereby preventing the elimination of co2, (the pt breathes the same air over and over again and is at risk of asphyxiation). The rptr has been a respiratory therapist for almost 30 years and has found this situation many times (in hosps and homes), ventilators and other high tech equipment must be assembled correctly in order to work properly. In this case, there are not enough people trained in pressure support ventilation equipment to be able to detect the above described problem. The equipment appears to be working properly to the untrained eye. At best this situation could represent ineffective CPAP and bi-pap therapy. At worst, it could represent thousands of needless deaths. The problem is easily eliminated if there is a built in vent on the mask.